Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was attempting to input the transmitter ID, the pump touch screen was unresponsive. Reportedly, the customer was unable to toggle between the alphabetic and numeric keypads. During troubleshooting with tandem technical support, the customer was able to successfully enter in the transmitter ID. There was no reported impact to customer's blood glucose level.